Manufacturer narrative:
Reported device has been implanted into the patient during a revision surgery which occured due to breakage of a same configuration device. This revision was reported under MDR 1020279-2017-00026.

Event description:
It was reported to us that shortly following the implantation surgery the patient started feeling pain at the operative site. Physician took x-rays and the nail was found to be broken / cracked within the patient, with breakage / crack located on the proximal distal locking hole. Existence of revision surgery or other medical intervention have not been communicated and the implant remains implanted.